Event description:
The account alleged the brakes will not hold on the bed. No pt impact.

Manufacturer narrative:
The account replaced the brake casters and problem remains. Technician asked the account if the rocker arm was moving when they stepped on the brake and they said that it did not move much. Technician asked the account to inspect the brake block. No further info is available on the repair of the bed at this time.